Event description:
It was reported that following pump implantation the pt continued to experience apneic spells postoperatively. The hcp was planning on programming the pump to stopped pump mode. The drug concentration programmed was 2000 mcg/ml, currently, programmed at 100 mcg/day, (initially 150 mcg/day). The hcp was uncertain about the priming bolus. Or if a therapeutic amount of drug had been administered along with the priming bolus.